Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a female with snph after a brain tumor was removed last year at a different facility. Doi and the initial pressure setting are unknown. After implantation, the patient was transferred to the reported facility and it was found that the ventricles of her brain did not become smaller. The surgeon performed contrast radiography and found that csf did not flow through the abdominal catheter smoothly. When checking the patency of the abdominal catheter after removing, csf flowed without any problem. So the surgeon placed it back in the patient's body and kept monitoring the patient for a while. However, the ventricles of the patient's brain still did not become smaller, and then contrast radiography showed that csf did not flow through the abdominal catheter smoothly. The setting was changed from 110 mm h2o to 80 mm h2o, but the size of the ventricles remained unchanged. Therefore, the surgeon suspected occlusion of the device and replaced it with the same new product on (B)(6) 2016. The setting of the removed valve was 80 mm h2o. The patient is currently being monitored. The surgeon commented that since the patency of the removed valve was confirmed after the removal, occlusion at the distal part of the abdominal catheter was suspected. He requested to investigate whether the valve had a problem.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842, with lot ctfbhf, conformed to the specifications when released to stock in 7th may 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.